Manufacturer narrative:
E1 reporting address state: (B)(6) reporting address postal: (B)(6) reporting institution phone number: (B)(6) reporter phone number: (B)(6)

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an issue with the motor controller board. There was no patient involvement when the issue occurred. No patient or user harm reported. During follow up with the key market, it was reported that the device had multiple error codes (1000 (cbit) vent-inop: 3.3 v supply failed, 1118 (post) 5 v supply failed, 111b (post) check vent: 35 v supply failed, "111d (cbit) check vent: mc pcba adc failed", 1127 check vent: ovp circuit failed), and that the motor control (mc) pcba needed to be replaced. It was also noted that the power management board had been replaced, but the issue was not resolved. Investigation is ongoing.

Manufacturer narrative:
It was reported that the motor control printed circuit board assembly (pcba) was replaced, and the issue was resolved. It was reported that the voltage errors were corrected.